Event description:
It was reported per field service report: pump was on pt. Symptom - drain failure alarm. Removed from pt. No harm to pt. Request preventative maintenance (pm). Findings/actions taken: checked drain task function - okay. Pm pump. Replaced fiberoptix sensor slide and helium washer. Power cord frayed; as a result, it was replaced.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.